Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving sufentanil (50 mcg/ml at 38.037 mcg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that this morning the pump was alarming. A pump motor stall was seen on pump interrogation and the pump logs indicated that a motor stall occurred ((B)(6) 2016 at 00:19). The patient was in bed at that time. The patient had not recently had an MRI and denied emi or magnetic interaction. No patient symptoms were reported. On 15-aug-2016 it was reported that the patient was sent for a replacement. The cause of the stall was unknown and it was unknown if the stall recovered. On 18-aug-2016 it was reported that the pump replacement was scheduled for next tuesday ((B)(6) 2016). On 25-aug-2016 it was reported that the pump was replaced. Pump logs examined on 23-aug-2016 indicated a motor stall recovery occurred ((B)(6) 2016 at 13:34).

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code ¿ is being updated for this event. Eval code- result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.